Event description:
Caller reported the charging pins on the base of the inform meter look burnt. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.